Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-sep-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 500mcg/ml at 75mcg/day. It was reported that the patient experienced a lack of pain reduction with increasing the daily dose by the managing physician. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no known diagnostics or troubleshooting performed. The patient was referred to a doctor regarding the spinal segment no longer being in the correct space. This doctor elected to revise the spinal segment with a 8782 catheter and replaced the tip segment. A catheter revision occurred on the afternoon of (B)(6) 2025. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.